Event description:
It was reported that the surgeon inserted a competitor's lens and the lens tore into pieces during insertion. The reporter stated the incident was caused by the cartridge. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the wound.

Manufacturer narrative:
Evaluation: a lot order search was performed and there were no similar complaint found.